Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-feb-2018 with the following findings: during the investigation, evidence of short battery life was illustrated with a 10 count voltage drop leading to ¿cs128¿ alarm within the pump history. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly, and all currents reading were within specification. Investigators were unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged a cracked battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.